Event description:
The customer stated that the insulin pump gave a button error, and now, the screen is frozen. The customer changed the battery, but the screen remained frozen with the button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.